Manufacturer narrative:
This report is for an unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Additional medical/surgical intervention required and fracture/non union. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent revision surgery due to non-union of distal femur periprosthetic fracture, the plate was removed with 9 unknown screws. Initially, the 8 hole left variable angle lcp curved condylar plate and unknown screws were implanted on (B)(6) 2018. There were 5 unknown locking screws distally of unknown lengths, 3 unknown locking screws and 1 unknown cortical screw proximal to the fracture, also of unknown lengths. The revision surgery and the initial implantation of the devices were performed by different surgeons. The procedure and patient outcome are unknown. This report is for one (1) screw. This is report 5 of 10 for (B)(4).